Manufacturer narrative:
The instrument has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The broken fragment was retrieved and no harm, adverse outcome or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the harmonic ace curved shears instrument broke and fragments fell inside the patient. The fragments were retrieved during the same procedure with no issues. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical inc. (Isi) contacted the initial reporter to obtain additional information, however, no further details have been obtained as of the date of this report.